Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternative method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.